Manufacturer narrative:
This device is intended for export and only shipped to japan and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service error logging in progress' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.